Event description:
It was reported patient underwent a shoulder arthroplasty on an unknown date approximately ten years ago. Subsequently, patient will need to undergo a future revision due to patient's deficient cuff.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - approximately 10 years prior. Date explanted - unknown. PMA/510(k) number. Manufacture date - unknown.